Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results : the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The extension was returned incomplete and could not be functionally tested. A test lead was used and the terminal end electrodes would extend beyond the block connector. It is possible the block connector for a different device was used instead of one for a lead extension. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-01334. The pt was implanted with a trial system consisting of a paddle lead and two externalized extensions on (B)(6) 2008. It was reported that when stimulation was turned on the following day, one side would not produce stimulation. A new trial cable and mts were tried with no success. A fluoroscopy showed that one of the lead's tails was over-inserted into the extension's header. During an additional procedure, the physician reconnected the lead to the extension and the pt received good stimulation. Following the trial period, the extension was removed and returned to ans for eval. It was not noted from which lot the returned extension came from, so both are being reported. No further info is available.